Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: physician accessed artery and advanced wire. Then when attempting to advance catheter over needle the safety hub blocked the catheter from advancing. The patient experienced a hematoma and the doctor had to hold pressure for 5 minutes to stop the bleeding. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with several relevant findings. For material a-04020-034, non-conformances were initiated for lots 13c21e1488 , 13c21d1031, 13c21a0586, 13c21e1490 and 13c21e1489 respectively in regards to catheter hub cracked/catheter split torn. Additionally, non-conformances were initiated for lots 13c21a0586 and 13c21d1031 in regards to arterial catheter leaked during use. Despite this, it cannot be confirmed if these findings are related to the failure mode involved with this complaint without the actual sample returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over guidewire into vessel. Precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: physician accessed artery and advanced wire. Then when attempting to advance catheter over needle the safety hub blocked the catheter from advancing. The patient experienced a hematoma and the doctor had to hold pressure for 5 minutes to stop the bleeding. The patient's condition is reported as fine.